Manufacturer narrative:
(B)(4). B5:describe event or problem - additional d10: device availability - additional h2:additional information/device evaluation - additional h3:device evaluated by manufacturer - additional h6:event problem and evaluation codes - additional.

Event description:
The applicator was returned for evaluation. The device was visually inspected and no defect was found. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.